Manufacturer narrative:
Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. Gehc recommended replacement of the flow sensors. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit failed the preoperative checkout. There was no report of patient involvement.